Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the resutls in a supplemental report.

Event description:
The pt contacted lifescan (lfs) on 12/13/04 alleging that the meter powers off during use. The last time, the pt tested on the device was 2004, and received a 210 mg/dl. The pt replaced the batteries on the meter and issue still persisted. He went to see his physician and tested on his device and received a 187 mg/dl and was treated with insulin. Customer service was unable to resolve the issue and sent the pt a new meter. Based on the info provided, this case is being reported as a malfunction, since the power issue with the meter was not resolved.